Manufacturer narrative:
(B)(4). The customer reported that the device won't charge during opcheck and that the device freezes up. The device was evaluated at philips. The symptom was clarified as the device locking up at the charge button step in operational check. The processor pca was replaced and the software was upgraded to resolve the issue.

Event description:
The customer reported that the device won't charge during opcheck and that the device freezes up.